Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and that no medical attention is needed. The customer's expected blood results are 120mg/dl and 140mg/dl fasting. Verified the strips expire 05/22/2018. Customer confirms the strips are stored properly and were first opened the week of (B)(6). Customer performed a back to back blood test 167mg/dl and 157mg/dl fasting. Reviewed meter memory: 1: 75mg/dl (B)(6) 2015 06:03:00 am fasting: yes; 2: 300mg/dl (B)(6) 2015 02:07:00 pm fasting: yes; 3: 84mg/dl (B)(6) 2015 07:08:00 am fasting: yes; 4: 94mg/dl (B)(6) 2015 05:13:00 pm fasting: yes; 5: 79mg/dl (B)(6) 2015 07:15:00 pm fasting: yes. Customers concern: with 300mg/dl on (B)(6) 2015 2:07:00 pm. Customer performed testing with the accuchek meter with a result of 85mg/dl then again using the true result meter with a result of 300mg/dl. Customer does not have date and time set on meter.